Event description:
During a coronary drug eluting stenting treatment procedure a stent embolization occurred. The physician was treating the very calcified, 70% stenosed 2nd and 3rd segment of the right coronary artery (rca). The lesion was predilated using viva 2.0x20mm and 2.5x20mm balloon. The physician then attempted to place a 2.5x24mm taxus liberte drug eluting stent into the 3rd segment, however was unable to cross the 2nd segment lesion. Upon attempted removal, the stent partially uncrimped itself from the balloon, making it impossible to remove the stent delivery system through the 7 french guiding catheter. The physician then inflated the stent balloon up to two atms, placing the stent and balloon halfway into the kt guide and halfway into the artery. The physician was then able to remove all devices together (kt guide, guide wire and stent). The pt did not show any adverse symptoms throughtout this procedure and is reported in stable condition currently.